Event description:
A call placed to technical services on 07/18/2016 reported that this lv lead was implanted on (B)(6) 2014. It was reported that this lv lead was not able to sense the lv wave. The physician was dr. (B)(6) at (B)(6) in (B)(6), mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).